Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that their evis exera iii video system center had a loose video connector and they were unable to get an image. According to the initial reporter, this event took place during preparation for a diagnostic procedure. The intended procedure was completed without taking pictures and the patient's overall outcome was good.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of an image not being displayed could not be identified. However, it¿s likely the cause is related to a loose output s-video connector. Olympus will continue to monitor field performance for this device.